Event description:
Provider alleges consumer was going up a hill when he hit a pot hole and his front caster wheels allegedly got stuck in the pot hole allegedly throwing the consumer out of the chair and the chair allegedly landed on top of him.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.